Event description:
In a journal article, a surgeon reported that, while a pt's initial postoperative recovery from intraocular lens (iol) implant surgery was good with ucva 6/9 (20/30); at three months postoperative, the pt presented with reduced vision ucva 6/24 (20/80). The surgeon also reported dilated examination revealed fibrosis as well as marked phimosis of the anterior capsular opening; the contraction was symmetrical and no decentration or tilting of the lens was noted; there was no posterior capsular opacification; a yag radial anterior capsulotomy was performed; and the pt regained a visual acuity of 6/9 (20/30) when examined one month later. In the article, the surgeon described the procedure as an uncomplicated phacoemulsification with insertion of an iol through a superiorly sited scleral tunnel; the capsulorhexis diameter was between 5.0 and 5.5 mm; no attempt was made to remove anterior lens epithelial cells (lecs) during irrigation aspiration of lens cortex. The surgeon reported the pt's ocular history was negative for uveitis, pseudoexfoliation, and myopia. In a follow-up, one of the authors reported that the case is now 12 years old. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Add'l info has been requested. Citation: sciscio a, liu c. Anterior capsular phimosis following acrysof lens insertion. Br j ophthalmology. (B)(6) 1999' 83 (8): 987. (B)(4).